Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. When changing the supplies, the screen turned black and unexpectedly shutdown. The customer's blood glucose (bg) level was in the high 200's (mg/dl); however, the exact value was not provided. The customer addressed their bg level was a bolus as well as a manual injection.